Manufacturer narrative:
Investigation summary: one photo of a 3ml luer-lock packaged syringe (p/n 309658) was received and evaluated. Through visual inspection no print or scale markings observed on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1320489 is considered in compliance with our product specification requirements. Furthermore, a device history record review was completed for provided lot number 1320489. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 bd plastipak¿ luer-lok¿ tip syringes had scale marking issues. The following information was provided by the initial reporter : " received syringes with with no printing on it. "